Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted that the patient presented in hospital with a right ventricular lead malfunction on (B)(6) 2019. Following the replacement procedure on (B)(6) 2019, the physician noted that the right ventricular lead insulation was degraded and missing in parts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated high voltage lead impedance and the patient was being monitored. Upon in clinic interrogation, it was noted that out of range high voltage impedance alert was triggered. The lead was extracted and replaced. The procedure was successful and the patient left in stable condition.